Event description:
Event: post implant thrombectomy to treat limb ischemia. Case details: it was reported that the patient suffered ischemia in the left limb six weeks after the graft was implanted. A thrombectomy and angioplasty were performed. There were no post-operative complications.